Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye (os) due to dysphotopsia. This was replaced with a non-johnson and johnson lens. Explant product accidentally discarded. Patient well post-op. No other adverse events reported. Patient iol in right eye with halo and glare however not reported to be debilitating and no secondary medical or surgical intervention performed. Doctor will see how the patient reacts to new iol in os and then will decide on what to do with iol in od. No other information was provided.

Manufacturer narrative:
Section a4 (patient weight), a5 (race): unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023. Section e1: email address: unknown/not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. .